Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During device analysis, the fse identified that the endoscope reprocessor exhibited contamination within the external water filtration system during reprocessing. The customer reported observing residual debris and dark-colored water inside the external filter canister during monthly filter replacements. The fse observed contamination and debris buildup within the external water filter and noted that the external water filter pressure gauge read approximately 60 psi under static conditions; however, during the rinse cycle, the pressure became unstable and dropped below 20 psi while flowing. The observed contamination, debris buildup, and unstable pressure readings were likely contributing to flow restriction and system performance issues during reprocessing. There was no patient involvement.